Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733320, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. After functional testing and visual/physical examination the reported issue was not confirmed. The returned emitter was connected to a known good test system and all four ports were tracking, as intended. They left the unit connected for over two hours and tracking remained constant throughout testing. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter instruments would not be recognized in the ent software. No patient was present at the time of the event. The manufacturer representative called and updated that they checked the eminterface and the led window for the number 7. Technical services had them switch the emitter ports with the emitter and the lit number went away and then came back when switched back.

Manufacturer narrative:
Additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative called back and stated that when they swapped out the patient tracker that they used for testing and was then unable to replicate any tracking problems on the system.